Event description:
It was reported that a pump pocket revision was done. The device system was used to deliver baclofen. It was later reported that the patient had a revision because the pump needed to be repositioned. The patient was not having any symptoms. There were no diagnostic tests done. Surgically, the pump was fitted with a dacron pouch and sutured down into the pocket to prevent flipping. As far as the reporter knew, the patient was doing fine as of (B)(6) 2013. There was no product to be returned to the manufacturer for analysis. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).